Event description:
It was reported that the right ventricular (rv) lead dislodged. The dislodgement was confirmed via in-person testing and a chest x-ray. The lead was revised. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe the event or problem correction to field h6: device codes.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The dislodgement was confirmed via in-person testing and a chest x-ray. The lead was revised. No additional adverse patient effects were reported. Additional information received from the field indicates that the nurse saw remote monitoring alerts, which prompted the patient get a chest x-ray. There was a loss of capture, undersensing, and impedance issues. A lead dislodgment was confirmed via x-ray. The lead was, then, revised. The day after the revision, the patient noticed his heart rate had slowed down. The patient went into the emergency room a couple days after. The lead had dislodged again. The dislodgement was confirmed via x-ray, and the lead experienced lack of capture. The lead was repositioned successfully, despite multiple dislodgements while trying to reposition.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The dislodgement was confirmed via in-person testing and a chest x-ray. The lead was revised. No additional adverse patient effects were reported. Additional information received from the field indicates that the nurse saw alerts in latitude, which prompted the patient get a chest x-ray. There was a loss of capture, undersensing, and impedance issues. The day after the revision, the patient noticed his heart rate had slowed down. The patient went into the emergency room a couple days after. The lead had dislodged again. The dislodgement was confirmed via x-ray, and the lead experienced lack of capture. The lead was repositioned successfully, despite multiple dislodgements while trying to reposition.